Manufacturer narrative:
Results ¿ fowler brake/clutch assembly.

Event description:
It was reported by service report that the fowler was drifting. There was pt involvement; however, no adverse consequences are reported.